Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. They inspected the reservoirs, snap-cap, and septum for anomalies. No anomalies were found. They ran the occlusion test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. They installed reservoirs and a connector into a 5xx insulin pump. They performed pump manual prime and saw fluid flow through the infusion set and out the catheter tip. Conclusion: reservoirs were not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 480 mg/dl. Customer treated with the pump. Caller stated that the alarm occurred previously and it occurred during basal. Customer changed the infusion set and the alarm was resolved by a complete set change. Caller stated that they would like to return the set and reservoir for analysis.